Event description:
It was reported that the insulin pump has been alarming no delivery repeatedly. The customer woke up with blood glucose levels over 500 mg/dl, and was taken off the insulin pump. The mother was very frustrated, and felt that the insulin pump was not delivering the insulin. The mother stated that she placed the cannula on a paper towel, and the paper towel remained completely dry. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.